Event description:
Recipient of recalled implanted spinal allograft during anterior and posterior graft. Notified that tissue obtained not appropriately screened. Informed "no pt safety issue/concern". Renotified three days later - potential patient safety issues. Providers informed and patient tested.